Event description:
The pt reportedly experienced no lock between the external equipment and internal device. Programming adjustments were attempted and external equipment was exchanged however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.